Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) pacing lead impedance (pli) measurement for the competitor's right atrial (ra) lead. Surgical intervention was performed to replaced the ra lead. Additional information received that the cause of high pli was not determined. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.